Event description:
It was reported that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control recommended the customer replace the system pcb to fix the problem. The device will not be returned to physio-control, and no evaluation will be performed. The root cause for the reported failure cannot be determined.